Event description:
Procedure: robotic prostatectomy. According to the reporter: anatomy involved: dorsal vein complex egia45amt was used with powered idrive ultra. Firing process completed successfully. Upon inspection of staple line about 45 minutes later, it appeared that none of the staples had formed properly. Over sewed staple line to reinforce and stop bleeding. Blood loss was reported as 600cc. Surgery delay was greater than 30 minutes. No reinforcement material was used. Current pt status: good. Reason product not returned;: did not save product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).